Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. The customer's blood glucose was 520 mg/dl and was resolved with a manual insulin injection. The customer reverted to an alternate method of insulin therapy.